Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. Additional information received on (B)(6) 2023 confirmed that the patient had a pre-existing history of ventricular arrhythmias. Available information has no indication of, or report of, any adverse patient effect related to the reported events. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was reported on (B)(6) 2023 that event did not result in clinical compromise and that the patient had a pre-existing history of ventricular arrhythmias.

Event description:
It was reported that on (B)(6) 2023 the patient was admitted for sustained ventricular arrhythmia. They were treated with direct current cardioversion and was discharged on (B)(6) 2023.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.